Event description:
Same as mfg number 6000093-2004-01463, 01464. As there was no health care professional or user facility to follow-up with, no further info is possible. This event described may have been previously reported. A physician implanted a taxus express2 drug eluting stent. "Severe balloon entrapment" occurred which resulted in extensive coronary endarterectomy. The pt is reported to have experienced a significant myocardial infarction.